Event description:
It was reported that the insert trial was broken during a case. The device did not break inside the patient's wound. Additionally, no pieces fell inside the patient. The procedure was completed with no delay using an s&n backup device. There was no harm or injury reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in half and both pieces were returned. The device was manufactured in 2004 and shows signs of extensive wear/usage. The medical investigation concluded that no relevant clinical information has been provided. Without the requested clinical information, a thorough medical investigation cannot be rendered. However, per communications, the device pieces did not fall in the patients¿ wound, there was no delay and a backup was used. In addition, there was no report of injury to the patient. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional medical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.